Manufacturer narrative:
A ge rep evaluated the system and replaced the communications circuit board. System operates as intended.

Event description:
The customer reported that the system takes a long time to boot up, then shuts itself down after several minutes. No pt injury was reported.